Event description:
Device evaluation. The patient¿s meter was evaluated on 10/16/2014. Error 1 messages observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. In addition the meter label was found to be missing. There was no indication that the product caused or contributed to an adverse event.